Event description:
The ge oec 9800 fluoroscopy system booted up with temperature warnings. System was removed from use for service.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the faulty temperature sensor assembly to restore proper function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.